Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while using the reamer to prepare the third of four pedicle screw holes on a patient with extremely hard bone, approximately 12mm of the tip of the reamer broke off and the piece was removed from the wound. The procedure was completed with another instrument with no complications. The patient was not harmed during this event.